Event description:
It was reported, prior to the attempted implant of this transcatheter aortic bioprosthetic valve, via right femoral artery access in a patient with peripheral vascular disease, tortuous, and calcified anatomy with a minimum access vessel diameter of 5 mm, a pre-implant balloon dilation was performed. The patient had a calcified femoral artery which required a lithotripsy procedure be performed, prior to sheath insertion, in effort to improve access for the delivery catheter system (dcs). In spite of that, the dcs was unable to advance through the calcification in the femoral artery. A dissection was observed at the access site; no treatment was required and the case was aborted. The procedure was delayed for weeks as a result of the issue. Per the physician, the cause of the dissection was possibly due to the shockwave or sheath, but ultimately the cause was unknown. Additionally, it was unknown if the guidewire contributed to the dissection.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-34; product serial/lot number: (B)(6); product type: 0195-heart valves; implant date: na; explant date: na; non-medtronic product ID: guidewire; product serial/lot number: unknown; implant date: na; explant date: na; non-medtronic product ID: sheath; product serial/lot number: unknown; implant date: na; explant date: na; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.